Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011; inratio: 1.8; retest inratio: 2.2. Target therapeutic range is 2.0-3.0. Customer reports seeing air bubbles in the channels for the 1.8 result, so she decided to retest.